Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ post lumbar laminectomy syndrome. It was reported that a power-on-reset (por) was seen. Patient was trying to recharge his neurostimulator (ins) when the por was seen. Patient stated he charged every day. Patient stated he had an MRI yesterday. Patient did not have his patient programmer on him to clear the por. Patient to call back to with patient programmer to clear por. Patient stated the por was seen in (B)(6) 2018 and again today. Additional information was received. The patient was walked through how to clear the por. Patient then reported "replace pp batteries" message. Patient tried replacing the batteries and saw the por message again, then attempted to clear it and saw the "replace pp batteries" again. Patient stated he did not have new batteries and just had to put the old batteries in the pp that were in another object. Patient reported he never turns off the scs because it is in constant. Patient reported the neurostimulator (ins) was currently off, so he was having back pain. Patient reported his back pain persisted when the scs was on but was not as bad and he could live with the pain when the scs was on. Patient reported that when the scs is off, his legs, back and everything are firing with pain. Patient confirmed he was able to turn stim on and reported he can feel stim now and stim feels comfortable. Patient noted he already fully charged his ins. No further complications were reported/anticipated.